Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the placement of the lead, the helix was extended and did not retract. While attempting to unscrew it more, the helix broke off and securely lodged into the wall of the patient's right ventricle. The lead was partially removed and the broken helix of the lead remains in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed the outer insulation of the lead was distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.